Manufacturer narrative:
Results - customer did not send a sample in. Fifty retain samples were checked visually and it was confirmed there was no damage or molding defect. Leak test was performed or the 8 sets and no leakage was observed from the connections between luer connector and the fg-la. The manufacturing and inspection records of the lot concerned were reviewed and no abnormality, which could be related to the reported event was found. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that while drawing blood, the rubber covered needled and adapter of the 21 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set fell off. This resulted in blood getting onto the ground. No injury or medical intervention was reported.